Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was received but its pending evaluation. A follow up report will be submitted upon completion. The sensor was inserted into the arm. It was indicated that alternate site insertion occurred, which is off label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.